Event description:
The customer contact reported that there was a blue clave missing on the tubing set. There were no reported adverse patient effects and no reported delay of critical therapy to the patient. During verification testing at the manufacturing facility, it was found that the proximal end of the sample was missing. The sample was examined under ultra violet light and no solvent sealer was found in the leg of the y-clave. The probable cause identified for this event was that the operator did not perform a step correctly of the product process specification during the normal manufacturing of this set.